Event description:
It was reported the patient had intermittent stimulation and stimulation was turning off. When the patient turned a program on they felt stimulation and then it went away. The stimulation would not comeback on. The patient has two programs and this happened on both programs. This had been happening on and off for about three months, but it had gotten progressively worse over the last week. The patient had a fall on the ice last april and they suspected a ¿system integrity break.¿ since the fall the patient had to charge every two weeks as opposed to every 4-6 weeks. The manufacturing representative had advised the patient to make an appointment with their healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).